Event description:
This was a malfunction of the device delivery system resulting in excessive blood loss, hypotension and transfusion requirements. Fortunately, the anatomy of the patient was technically easy and we were able to complete the endovascular segment in 20 minutes until the delivery system could be exchanged. Consider this event unanticipated and life-threatening. This resulted in 2700 ml estimated blood loss and near cardiac arrest. Diagnosis: juxtarenal abdominal aortic aneurysm. Procedure: bilateral percutaneous femoral approach, endovascular repair using patient specific four vessel fenestrated endograft, distal bifurcation and extension, right iliac limb extension, selective celiac angiography, selective superior mesenteric artery angiography, celiac axis fenestrated branch stent graft using icast covered stent, superior mesenteric artery fenestrated branch stent graft using icast covered stent. Right renal artery fenestrated branch stent graft using icast covered stent. Left renal artery fenestrated branch stent graft using icast covered stent. Balloon dilatation of proximal and distal landing zones and attachment sites. Inadvertent bleeding from malfunction of the delivery system.